Event description:
It was reported that this right ventricular (rv) lead was exhibiting jumpy right ventricular automatic threshold (rvat) test results between .5 v mostly and occasionally between land 2.9 v. (B)(6) technical services (ts) reviewed electrograms (egm) and noted 2 different morphologies, but both had t-waves present, so capture wasn't questioned. Ts suspected that the 2 different morphologies may have been causing rvat to incorrectly declare threshold at a higher value and recommended commanded threshold tests in clinic to determine cause. This lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).